Manufacturer narrative:
Three devices were returned to omsc for evaluation. This MDR is regarding the 2nd one of three devices. The evaluation confirmed that the ptfe pad was worn and partially separated. The evaluation identified the fragment of the ptfe pad. The manufacturing history was reviewed, with no irregularities noted. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). The instruction manual of the device already cautions; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is one of the three reports. Cross reference MFR. Report numbers 8010047-2016-00951, 8010047-2016-00991.

Event description:
During a laparoscopic transverse colectomy, sb-0535fc was used. It was reported that the ptfe pad of the device was deformed in one hour and 10 minutes of the procedure. The user exchanged it with the 2nd device of sb-0535fc and continued the procedure. However, the ptfe pad of the 2nd device was deformed and partially fallen into the patient. The fragment was retrieved. The user exchanged it with the 3rd device of sb-0535fc and continued the procedure. However, the ptfe pad of the 3rd device was deformed and partially fallen into the patient. The fragment was retrieved. The procedure was completed with another sonicbeat. There was no patient injury reported. After olympus medical systems corp. (Omsc) received the subject device for evaluation, omsc confirmed that the ptfe pad of the 1st device was partially separated on (B)(6) 2016. This MDR is regarding the 2nd one of three devices.